Manufacturer narrative:
Additional information added to h6 and h10. H10: the device was received for evaluation. An event history log review was performed, and it was determined that the log data analysis shows that it is likely that after a syringe change the user left the syringe arm unlocked from the plunger of the syringe pump. Functional testing was performed, and it was noted that the heparin pump was found performing within the specification. The reported condition was verified. The cause of the reported condition was a user error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prisax machine, an alarm related to the air in line was triggered, and it was observed that 7ml of heparin was injected into the patient during treatment when it was not set to do so. Medical intervention for the event was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.